Event description:
During IV insertion of jelco catheter, the catheter was advanced and needle withdrawn. It was then noted that the catheter was protruding back through the hub. The catheter separated from the hub and slid back with the needle. The catheter was removed from the vein.